Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of embolism, tissue damage, and foreign body in patient, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Additionally, the IFU states: grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Pull the gripper line coaxial to the gripper lever. If resistance is noted, stop and pull on the other free end to remove the gripper line. Furthermore, the IFU instructs the user to remove the gripper line prior to clip deployment and removal of the clip delivery system. Based on the information provided, the reported complete clip detachment was due to procedural conditions. The reported embolism, tissue damage and foreign body in patient were results of the complete clip detachment. There is no indication of a product issue with respect to manufacture, design or labeling. The other implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report complete clip detachment. It was reported that the mitraclip procedure was to treat functional mitral regurgitation with an mr grade of 4. The first clip (91002u169) was advanced to the mitral valve and the leaflets were grasped; however, the final arm angle (faa) test failed, the clip opened approximately 5 degrees. The clip was deployed. To further reduce mr, a second clip (91002u166) was deployed; however, during removal of the steerable guide catheter, it was observed that the user had not removed the gripper line. The gripper line was quickly pulled and the clip detached from both leaflets. Tissue damage was observed. The clip remains in the femoral vein, in front of the groin. Mr grade remained at 2. No additional information was provided.